Manufacturer narrative:
H6: investigation summary: it was reported there was a print error. To aid in the investigation, three samples, one in a sealed packaging blister, and two photos were provided for evaluation by our quality team. The syringes have a scale marking issue. The two photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 2210110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported while using bd luer-lok¿ tip syringe only there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: print error.